Event description:
Arrow/teleflex fiberotix intra-aortic balloon 8fr-40cc device was being used in a procedure, the intra-aortic balloon pump had to be exchanged immediately because the balloon failed to inflate properly after catheter insertion.